Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer and observed air in the buffer syringe. The fse determined the failure mode as multiple hardware. The fse replaced the buffer syringe and buffer valve to resolve the issue. System performance was verified, and no further issues were reported. Information not provided by customer. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported the generation of erroneously high sodium (na) patient results with "f" flag on their au680 chemistry analyzer. The erroneous results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data from two (2) patients samples.